Event description:
The pt underwent an interventional procedure with a left groin access using a 10 fr sheath. The cardiologist attempted closure of the arteriotomy site with a prostar 11 fr pvs system. The device functioned without incident, but hemostasis was not obtained. A 12 fr sheath was placed with good hemostasis. However, because of the late hour and the pt's previous history of failure with manual compression, the cardiologist elected to send the pt for vascular repair rather than attempt manual compression. The vascular surgeon noted that the prostar sutures were knotted in the fascia above the artery rather than at the artery. Surgery was successful. The pt suffered no complications related to the groin access site. The report from the field was emphatic that the device had not malfunctioned and the surgery was entirely elective. There was no evidence that manual compression would not have been successful, if attempted, other than the pt's prior history.